Event description:
Nurse was performing daily defibrillator test and pacer test. Pacer test failed. Device brought down to biomed for evaluation. Biomed was able to duplicate the problem. When in pacer mode, cannot increase or decrease rate or output settings. Code readiness test log - failed. Also noticed error message 115.